Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff was not inflatable because of a bend in the plastic inflation channel." Issue observed during clinical setting; no patient involvement.